Event description:
During testing and repair at the independent repair center, the irc5p concentrator was reported to be alarming (red light). This was due to the manifold valve sticking that led to the malfunction.